Event description:
Hill-rom received a report from the account stating the head section had unintentional function (self-run). The bed was located in repair area of the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the right side rail cable needed to be replaced. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the right side rail cable to resolve the issue. Based on this information, no further action is required.